Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot#: va03zg8, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45, lot#: va04hzg, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45, serial/lot #: (B)(4), ubd: 22-oct-2016, UDI#: (B)(4). Product ID: 3487a-45, serial/lot #: (B)(4), ubd: 08-nov-2016, UDI#: (B)(4). Product ID: 3778-45, serial/lot #: (B)(4), ubd: 12-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient stated they were calling for MRI guidelines for neck and back which are not related to the device or therapy. The patient then stated "sometime many years ago," then states "maybe around 4 years ago or so," he saw a manufacturer representative (rep) because he had a "big shock" in his abdomen and they didn't know what it was. He then stated that they found out the lead was broken. He stated that they went in to replace the lead, but they forgot to bring the lead and then they ran out of time. The patient stated that the lead was still there and they put in a new one and now there is a big bulge that can be seen where the lead is in the spine. The patient stated that the rep back then tried to program the ins, but it had to be up high and "really pounding hard" in order for the stimulation to help and even then it does not hit where it needs to. The patient reported he already is "listing to the right side and off balance, and with stimulation on while walking, the "listing to the right side is worse, like a rudder".